Event description:
Per complaint (B)(4), patient experienced lack of primary stability.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Upon receipt of returned complaint related implant it was observed that the implant was not an implant direct product.